Event description:
A caller reported a cartridge alarm 20, confirmed on multiple dates, which had been occurring intermittently for about a month. There was no adverse impact to the customer's blood glucose level as it did not exceed the given threshold. Technical support resolved the issue by sending a replacement pump with updated software, and the caller was instructed on how to return the problematic pump and program their settings into the new pump. The customer acknowledged all instructions, including placing the pump into storage mode before returning it and connecting their cgm to the replacement pump.